Event description:
The event is reported as: alleged issue: when attempting to insert the catheter, it was noted that the stylette was poking through the sheath of the catheter itself. The insertion was unsuccessful and catheter had to be removed. No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.